Event description:
A customer reported an alarm issue with the adc device, with use with samsung sm-g975f, os 12. The customer reported that the high/low glucose alarm failed to sound and the customer experienced hypoglycemia with symptoms of trembling, could not speak, and "could not chew and swallow". Customer was treated with sugar-water, "crushed pasta", and juice by family. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An extended investigation was performed on the reported complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The customer reported that missing high and low glucose alarm showing when sensor scanned with the freestyle librelink application. Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc device, with use with samsung sm-g975f, os 12. The customer reported that the high/low glucose alarm failed to sound and the customer experienced hypoglycemia with symptoms of trembling, could not speak, and "could not chew and swallow". Customer was treated with sugar-water, "crushed pasta", and juice by family. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is per the customer report of "in the previous week between (B)(6) 2023, and (B)(6) 2023". The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. An investigation was performed on the freestyle librelink complaint and determined that there were no issues with the freestyle librelink application that would have led to the complaint. The user reported that missing high and low glucose alarm showing when sensor scanned with the freestyle librelink application. Attempted to reproduce the issue using similar configuration and was not able to reproduce the complaint. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) and b5 (describe event or problem) were incorrectly documented in the #1 follow up report. The correction has been made here.

Event description:
A customer reported an alarm issue with the adc device, with use with samsung sm-g975f, os 12, app version 2.8.4.9335. The customer reported that the high/low glucose alarm failed to sound and the customer experienced hypoglycemia with symptoms of trembling, could not speak, and "could not chew and swallow". Customer was treated with sugar-water, "crushed pasta", and juice by family. There was no report of death or permanent injury associated with this event.